Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report discrepancies between the sensor glucose reading and the blood glucose readings. The sensor glucose readings ranged from 40 to 142 mg/dl, while the blood glucose readings ranged from 57 to 250 mg/dl. The customer reported that their blood glucose reading was low and did not treat for it. The insulin pump suspended, and they ended up passing out. The customer reported that when they have high blood glucose readings they have symptoms like vomiting and coughing up blood. The customer declined troubleshooting. Nothing was replaced or returned.